Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During the surgery, when inserting one correction key (199721000), part of the threads come out. This was noticed by the surgeon and the threads were discarded, the correction key removed (ref. 199721000, lot not visible, as the threads that came out were discarded, but the implant is available for sending for investigation ) and replaced by another one. Also, one of the cocr rods used during the surgery broke when the in situ benders were used. Ref. 196789480 lot gm43648. The rod was bent, inserted and reduced into the screw heads already. It broke when extra bending was needed using in si tu benders as per surgical technique. This is also available for sending for investigation. It was also replaced by another one as it was available during the surgery. Consequences of the incidents was a delay in surgery time of approx. 10 minutes. And also the implants needed to be replaced but extra ones were available in or.

Manufacturer narrative:
One (1) viper2 straight cocr 480mm rod [product code: (B)(4)] was returned to the chu for evaluation. Visual examination revealed that the rod had fractured in two segments. The fracture analysis report exhibited two surface morphologies a smooth and a grainy/rough region which are indicative of short cycle fatigue failure. This implies that the fracture first propagated and then full failure/breakage took place presumably when the strength of the remaining region did not have the strength to bear the load. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the rod fracturing cannot be positively determined. However, the fracture analysis report exhibited two surface morphologies a smooth and a grainy/rough region which are indicative of short cycle fatigue failure. This implies that the fracture first propagated and then full failure/breakage took place presumably when the strength of the remaining region did not have the strength to bear the load. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.